Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent undersensing during the presenting electrograms. In addition, there were chronically high thresholds and a possible intermittent loss of capture with the right ventricular (rv) lead. Reprogramming was performed for both leads. The leads remains in use. No patient complications have been reported as a result of this event.